Event description:
Device 1 of 2. Reference MFR report # 1627487-2014-00410. The patient ((B)(6)) is implanted with two percutaneous leads from different lots. It was reported, the patient experienced uncomfortable stimulation when amplitude settings were increased. In addition, the patient reported overstimulation from the therapy system. Diagnostic tests revealed invalid impedance measurements for several lead contacts; however, adequate stimulation has reportedly been achieved for the patient via reprogramming. Following review of recent x-rays, the physician suspects the impedance issues stem from tissue fibrosis. Surgical intervention was undertaken on (B)(6) 2014 and two new percutaneous leads were implanted on a trial basis. If the trial is deemed a success, the patient's original percutaneous leads will be explanted and replaced.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.